Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a device malfunction contributing to the patient's death.

Event description:
A us distributor reported that the patient passed away on (B)(6) 2017 at around 3:53pm (15:53) while wearing the lifevest. An ICU team was with the patient at the time of passing. A nurse reported that the patient was on telemetry at the time of passing and the device was not alarming. The nurse reported that the patient had atrial flutter and went into pulseless electrical activity (pea) arrest and into bradycardia. Per the patient's downloaded flag files and continuous ECG recordings, the lifevest was started at 02:51:21 on (B)(6) 2017. Bradycardia was detected at 13:58:21. The patient's continuous ECG recording shows the patient was in bradycardia for approximately 8 minutes. Per the patient's downloaded flag files, from 14:03:13 to 14:04:14, te pad placement faults/ te placement fault notified flags are detected. At this time, the patient's ECG electrodes are not fully in contact with the skin. Starting at 14:04:15, the patient's continuous ECG recording shows the patient was in bradycardia at 40bpm with nsvt transitioning to ventricular fibrillation with motion artifact and ECG signal falloff for approximately four minutes until a device abnormal shutdown. The loss of the ECG falloff signal prevented detection of the ventricular fibrillation. The device restarted at approximately 14:08:00 and was shutdown normally at 14:09:00 on (B)(6) 2017. No additional monitoring was available after the abnormal shutdown. The nurse reported that the patient later passed away at around 15:53 on (B)(6) 2017.